Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the device and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that the patient with this implantable cardiac resynchronization therapy defibrillator (crt-d) was not feeling well and experienced a sensation described by patient as an electrical shock running down one side of the body. The patient expressed concern regarding the status of the device and was referred to a physician for evaluation. At this time, the device remains in service. No adverse patient effects were reported. Additional information received which indicates that device interrogation was normal, with no recorded events or anomalies. The patient symptoms were resolved and determined to be unrelated to device function.

Event description:
It was reported that the patient with this implantable cardiac resynchronization therapy defibrillator (crt-d) was not feeling well and experienced a sensation described by patient as an electrical shock running down one side of the body. The patient expressed concern regarding the status of the device and was referred to a physician for evaluation. At this time, the device remains in service. No adverse patient effects were reported.